Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician had difficulty positioning the right ventricular lead. It was stated that it seemed hard to maneuver, and sensing was observed. The lead was removed and replaced.